Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implantable cardiac monitor was implanted, it was unable to be paired with her cellphone via bluetooth. On (B)(6) 2019, the patient presented to the hospital again to attempt to pair the two devices. The device was unable to pair after several attempts. The patient was sent home with a contact number for further troubleshooting. The patient was able to successfully pair her device with her phone on (B)(6) 2019 by troubleshooting on the phone. No further incident was reported.